Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records for item # 42527000707, lot # 64159168 & receiving inspection report for item # 42527050707, lot # 80868337, 80868334 and 80868487 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device history records for item# 42527050707 & supplier lot# n0019312 were reviewed for deviations and the following deviations/anomalies were identified. Process deviation or non-conformance# 1 8 pieces scrapped at operation 200 ( setup) process deviation or non-conformance# 2 2 pieces scrapped at operation 500 ( setup ) process deviation or non-conformance# 3 17 pieces scrapped at operation 600 ( setup ). Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search identified 2 complaints for item # 42527000707 lot # 64159168 combination as of 12th october 2020. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported tasp was found broken when cleaning up instruments in spd.